Event description:
A customer reported a cartridge alarm 20 that occurred during the load process. Despite the alarm, there was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was instructed on how to store the pump and return the faulty unit using a pre-paid label. They also understood the steps required upon receiving the new pump and opted for multiple daily injections as a backup therapy.